Manufacturer narrative:
The device was returned to olympus for evaluation. E03 error code was found in the device evaluation and was determined to be caused by a fault printed circuit board. Error e03 indicates that the sensor inside the tube was abnormal and it occurs when the connection of the connecting tube to the tube pressure sensor fails when the main board malfunctions. This specific board has functions to control insufflation and user interface and to communicate with peripheral devices. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that a printed circuit board had caused the e03 error, it is unknown what had caused the board to fail. If additional information becomes available regarding this event, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit shuts down automatically during preparation for use for a laparoscopy procedure. The procedure was completed with a similar device and there was no delay in the procedure. The device was returned and an inspection revealed e03 error code due to failure of pressure censor circuit board. There were no reports of patient harm associated with the event.